Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they had nothing but problems with the device. The issue was observed during normal use. They stated from the beginning it was not charging properly. Every 2 days they spent 7 hours recharging it. It finally quit working completely. They were offered a new stimulator but they were so fed up with the problems, they opted to have it removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s pain stimulation was removed because it was not working. No patient symptoms were reported. No further complications were reported/anticipated.